Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had flow issues. The following information was provided by the initial reporter: (B)(6) 2026 faulty proximal 2ry port in primary tubing line. Line was connected to pts PICC w/continuous heparin running and 2ry port w/ y'd in 2ndry tubing was not running. Rn found pt to have blood backing up into the line. Disconnected and flushed.